Event description:
It was reported the patient was admitted to the ¿sci service¿ to transition from intrathecal morphine to oral therapy until the inf umorph was available due to back order. It was unclear what ¿sci service¿ was due to limited information. Despite utilizing a much lower oral to intrathecal ratio the patient still had cognitive changes leading to pulmonary complications and a prolonged hospital stay. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
(B)(4).